Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that a reamer was damaged during use. It occurred during a procedure, but the surgeon was able to complete the procedure with 30 minutes delay due to failure to prepare the patient.

Manufacturer narrative:
Correction: please refer to section h6 (device code). The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The device inspection revealed the following: the received reamer showed severe deformation and unravelling of the spiral portion across its length, while being significantly bent at one-third of its length. The cutting edges of the reamer were slightly worn off as well. The nature of deformation indicates most likely towards counter-clockwise rotation of the reamer during use, including extraction of it under immense force leading elongation of spiral at certain sections. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the issue is deemed to be user related. The nature of damage & deformation indicate towards an inappropriate use during the surgery involving rotation of the reamer in a counterclockwise direction. The operative technique indicates: reaming is commenced with the flexible shaft equipped with a small size reamer head. Continue the procedure in 0.5mm increments until cortical contact is appreciated. The IFU instructs the user that: never operate an intramedullary reamer in a counter-clockwise direction. Doing so causes the reamer shaft spiral to open and may lead to additional trauma. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a reamer was damaged during use. It occurred during a procedure, but the surgeon was able to complete the procedure with 30 minutes delay due to failure to prepare the patient.